Event description:
Clinic staff reported rupture and deflation. Right side. Device explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, d.6a, e1, h6.

Manufacturer narrative:
(B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side rupture.

Event description:
Clinic staff reported rupture and deflation. Right side. Device explanted.